Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, a review of the pump¿s black box showed a loss of prime warning with non-zero force was recorded, however, no loss of primes occurred during investigation. Evaluation revealed that the force sensor calibration was out of specification. Evaluation also revealed that the up arrow, down arrow and contrast keypad buttons were intermittently unresponsive. Evidence of contamination was found under the up arrow, down arrow and contrast button key contacts. Additionally, the display screen was found to be dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the force sensor calibration was out of specifications. Evaluation revealed that the up arrow, down arrow and contrast keypad buttons were intermittently unresponsive and contamination was found under these key contacts. Evaluation also revealed a dim and discolored display screen. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.